Manufacturer narrative:
A review of complaints for the alinity I total psa, lot# 70093fz00 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. A retained kit of reagent lot 70093fz00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I total psa, lot# 70093fz00 assay.

Event description:
The customer reported a falsely elevated alinity I total psa on a male patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 7.773 ng/ml, another laboratory = 1.0 ng/ml. (B)(6) 2024 sid (B)(6) = 1.059 ng/ml, free psa = 0.564; sample repeated on other alinity analyzers on (B)(6) 2024 = 1.1270 / 1.0780 / 1.2040 ng/ml. Reference range: < 4.0 ng/ml . No impact to patient management was reported.

Event description:
The customer reported a falsely elevated alinity I total psa on a male patient. The following results were provided: (B)(6) 2024 , sid (B)(6) = 7.773 ng/ml, another laboratory = 1.0 ng/ml. (B)(6) 2024 , sid (B)(6) = 1.059 ng/ml, free psa = 0.564; sample repeated on other alinity analyzers on (B)(6) 2024 = 1.1270 / 1.0780 / 1.2040 ng/ml. Reference range: < 4.0 ng/ml . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p92-20 that has a similar product distributed in the us, list number 7p92-21, with 510k/PMA/bla number p910007.